Manufacturer narrative:
The serial number was unknown. All attempts to obtain product information were unsuccessful. Therefore, the UDI is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a condylar fracture repair veterinary surgical procedure, it was observed that a bubble was forming on the double air hose device. According to the reporter, the hose ruptured while the user was trying to finish the procedure. There was a 45 minute to an hour delay while retrieving a spare device. The procedure was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.